Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties. The physician was able to partially deflate the balloon for removal. The physician was using the encore inflation device and a 50/50 contrast mix. Hexabrix contrast was used, which is an ionic contrast medium. The physician checked the concentration of the mix from fluid remaining in the balloon, in case it had crystallized. The balloon has since deflated, suggesting incorrect mix of contrast was the cause of the problem.